Event description:
Health professional reported a patient injected with 1ml juvederm ultra xc to the lips, lip lines and marionette lines who initially had no problems until six months later when the patient developed a red/purplish, inflamed, lumpy and slightly warm reaction at the injection sites, particularly the upper right hand side lip and the marionette lines. The physician diagnosed delayed reaction/hypersensitivity and the patient was prescribed prednisone for treatment of the symptoms which were ongoing at the time of reporting.

Manufacturer narrative:
(B)(4). Device labeling notes: undesirable effects: medical practitioners must inform the patient that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site. Staining or discoloration of the injection site. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account.